Event description:
It was reported that this patient had one episode of syncope and they fell at home. The patient did not present to the emergency room and was not hospitalized. The emergency medical technician indicated the patient had soft tissue trauma and a hematoma as a result of the fall. The cause of the syncope is unknown, but it was noted to have been possibly provoked by alcohol intoxication. The patients implantable cardioverter defibrillator (ICD) device remains in-service. No additional adverse patient effects were reported.